Event description:
The head of the screw stripped as the anchor was being inserted. Insertion could not be completed, anchor was sitting proud. The surgeon used a mallet to pound anchor flush with the bone. Other anchors were used to complete the repair. The stripped anchor remains in place in the shoulder but unused for the repair.

Manufacturer narrative:
Device was not returned for evaluation. CAPA has been opened to investigate inserter handle stripping.